Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing measurements were noted on the rv lead during routine generator change out. Rv lead was capped and replaced. Patient was in good condition post-procedure.